Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. A new cartridge was loaded to resolve the issue.